Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Additional information received indicates that the dislodgement was confirmed thru xray. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Additional information received indicates that the dislodgement was confirmed thru xray. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.